Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02004. It was reported the patient's scs lead migrated 2-3 cm caudal. Consequently, surgical intervention was taken. Reportedly, during the procedure the distal tip of the swift-lock anchor was found not to be connected to the muscle fascia any more, suture was torn out of the fascia. The physician refixed the swift-lock to the fascia again with non-resorbing suture. Postoperative, the patient's stimulation was fine, still in the back and in both legs.